Manufacturer narrative:
Weight: unk. Explant date: unk. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted due to development of a cataract. The patient's natural lens was also removed and replaced with a different intraocular lens (iol). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.